Event description:
Customer alleged intermittent dlo within 30 days of delivery. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsc2-cg, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number (B)(4) rev f (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the power chair has drive-lock-out intermittently. Quote # (B)(4) has been issued for the replacement of the mercury free switch. No injury alleged.